Event description:
On (B)(6) 2016, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patients onetouch ultra meter read inaccurate compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the csr during a follow-up call with the patient. The reporter stated that the alleged meter inaccuracy began in the evening 3-4 days prior to contacting lfs. During the follow-up call, the patient reported obtaining an alleged inaccurate blood glucose reading of 120 mg/dl with the subject meter compared to compared to his feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with oral medication (metformin 500 mg twice daily), diet and exercise. The reporter claimed the patient took less food and drink on the evening of (B)(6) 2016 due to the alleged issue. The reporter claimed the patient developed symptoms of dizziness and palpitations 1 hour prior to obtaining the alleged inaccurate result and that he treated himself with soda and candies in response to the symptoms. The reporter denied the patient used any other device to test his blood glucose. During the follow-up call, the patient claimed that prior to the onset of symptoms, he had last tested with the subject meter on (B)(6) 2016 at 8:00 pm. The patient claimed a blood glucose result of 120 mg/dl was obtained which was within his normal expected range and denied taking any diabetes medication in response. During troubleshooting, the csr confirmed the patient was testing with test strips that were stored correct and were not expired or past their discard date. The csr noted that the reporter did not have control solution available to test the subject meter. The subject products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs criteria for a serious injury reportable adverse event while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.